Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) was used to capture prolonged surgery and insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Johnson & johnson canada reported that reamers are dull. Examination of the returned instrument confirmed the complaint of dullness. The complaint sample consisted of (1) quickset ace grater head 59mm, lot so2016109. A search of as400 indicated that this device was distributed for use on 28 jul 2014. A search of the complaint database found similar reports and the root cause is attributed to heavy use and wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
They have in consignment 9 stem instrument sets and 6 acetabular instr sets,as they have been waiting for 3 more new acetabular instr sets since (B)(6) 2019. In the meantime, we have left 2 sets of acetabular instruments from oc in order to cover those busy days. They opened those (B)(6) yesterday, and for both of them,the surgeons just could not do the reaming as they said the reamers were totally dull. They had to open zimmer acetabular instruments to finish their surgeries.